Event description:
Paramedics responded to a person described as in cardiac arrest. According to the reporter, the device would not transfer energy to the pt. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death, but did not have any further details.